Event description:
It was reported that the coblation probe super turbovac 90 was used during shoulder arthroscopy case. The probe connected to machine displaying "1" & "7" respectively. The probe was working well during the first hour of usage. However, the probe was unable to cut or coagulate . No error message was displayed. Another probe was opened and a similar issue happened. The quantum 2 was turned off and on, and it showed error code ¿f4 hardware failure¿. A competitive device was used instead to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The returned controller, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection shows there are no manufacturing abnormalities during the observation. No loose components could be detected and no visual damages were visible. The seal on the top cover was untouched in its original condition. During the functional test, the device was powered up and generates an f4- hardware failure. Further functional evaluation could not be performed as the failure could not be reset. The complaint was verified and the root cause could be determined as an electrical component failure on the mainboard. There were no indications to suggest the device did not meet product specifications upon release into distribution.